Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility biomedical technician (biomed) reported to fresenius technical support that the blood pump rotor on a fresenius 2008t hemodialysis (hd) machine damaged the bloodlines during a patient¿s hd treatment. The biomed stated the plastic pieces from the tubing guide were loose and falling off the blood pump rotor assembly. Additional details were obtained upon follow-up with the biomed and the facility¿s charge nurse (cn). The cn stated the event occurred within the first ten minutes of hd treatment. The machine alarmed with an air detector alarm, and micro air bubbles were noted in the venous chamber. The cn said blood was seen running down from the blood pump. The blood pump was subsequently stopped, and blood from the arterial side of the circuit was returned to the patient. The patient¿s estimated blood loss (ebl) due to the event was 150 ml. There were no leaks during the priming phase, and the bloodlines showed no signs of any defects or damage prior to use. The cn said the blood pump rotor cut into the combi set bloodlines, causing air to enter the system and blood to leak out. The machine was removed from service and the blood pump rotor was replaced. The patient was re-setup with new supplies on a different machine where they were able to complete their treatment. It was confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The blood pump rotor was reportedly available for manufacturer evaluation.

Event description:
A user facility biomedical technician (biomed) reported to fresenius technical support that the blood pump rotor on a fresenius 2008t hemodialysis (hd) machine damaged the bloodlines during a patient¿s hd treatment. The biomed stated the plastic pieces from the tubing guide were loose and falling off the blood pump rotor assembly. Additional details were obtained upon follow-up with the biomed and the facility¿s charge nurse (cn). The cn stated the event occurred within the first ten minutes of hd treatment. The machine alarmed with an air detector alarm, and micro air bubbles were noted in the venous chamber. The cn said blood was seen running down from the blood pump. The blood pump was subsequently stopped, and blood from the arterial side of the circuit was returned to the patient. The patient¿s estimated blood loss (ebl) due to the event was 150 ml. There were no leaks during the priming phase, and the bloodlines showed no signs of any defects or damage prior to use. The cn said the blood pump rotor cut into the combi set bloodlines, causing air to enter the system and blood to leak out. The machine was removed from service and the blood pump rotor was replaced. The patient was re-setup with new supplies on a different machine where they were able to complete their treatment. It was confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The blood pump rotor was reportedly available for manufacturer evaluation.

Manufacturer narrative:
Additional information: h3 plant investigation: at the time the investigation was completed, no parts had been received by the manufacturing plant. In addition, an on-site evaluation was not performed by a fresenius field service technician (fst). However, the complaint investigation found objective evidence indicating a product problem, and thus the complaint was confirmed. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. Based on the information available, the complaint has been confirmed.

Manufacturer narrative:
Plant investigation: the blood pump rotor was returned to the manufacturer for evaluation. The bloodline was not returned. The rotor was returned with a missing sleeve (guide sheave) on one of the rear guide pins, with signs of debris on the pin. There were no other discrepancies found with the rotor assembly. The returned rotor was installed onto the blood pump module of a test machine for testing. A patient test was performed with fresenius¿s combi set bloodlines and water. The machine was put in dialysis mode for 2 hours with the blood pump rate set at 450 ml/min. The rotor did not damage the bloodline and there were no fluid leaks nor alarms during testing. There were no discrepancies found with the other sleeves during testing. Upon completion of the investigation, the reported event remains confirmed.

Event description:
A user facility biomedical technician (biomed) reported to fresenius technical support that the blood pump rotor on a fresenius 2008t hemodialysis (hd) machine damaged the bloodlines during a patient¿s hd treatment. The biomed stated the plastic pieces from the tubing guide were loose and falling off the blood pump rotor assembly. Additional details were obtained upon follow-up with the biomed and the facility¿s charge nurse (cn). The cn stated the event occurred within the first ten minutes of hd treatment. The machine alarmed with an air detector alarm, and micro air bubbles were noted in the venous chamber. The cn said blood was seen running down from the blood pump. The blood pump was subsequently stopped, and blood from the arterial side of the circuit was returned to the patient. The patient¿s estimated blood loss (ebl) due to the event was 150 ml. There were no leaks during the priming phase, and the bloodlines showed no signs of any defects or damage prior to use. The cn said the blood pump rotor cut into the combi set bloodlines, causing air to enter the system and blood to leak out. The machine was removed from service and the blood pump rotor was replaced. The patient was re-setup with new supplies on a different machine where they were able to complete their treatment. It was confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The blood pump rotor was reportedly available for manufacturer evaluation.